Manufacturer narrative:
E1: initial reporter city - tokushima city, tokushima prefecture

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when the guide was elevated with the imaging in place, an abnormal noise was noted, so the device was pulled out from the patient. However, a catheter separation occurred at the lapjoint. The device was completely removed from the patient`s body. The procedure was completed with another of same device. There was no patient injury.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when the guide was elevated with the imaging in place, an abnormal noise was noted, so the device was pulled out from the patient. However, a catheter separation occurred at the lapjoint. The device was completely removed from the patient`s body. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
E1: initial reporter city - (B)(6). F10: device codes - corrected from noise, audible to poor quality image.